Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was non-functional. As received, the rear response button ribbon cable was unplugged from the connector on the ca board. The root cause of the unplugged connector cannot be positively identified. There was no adverse event that resulted from the damaged monitor.